Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it may have been exposed to perspiration while the customer was golfing earlier. Her blood glucose level was 68 mg/dl, which she was about to treat by drinking a juice box. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. No unexpected numbers ramping scrolling on their own noted. No moisture damage found inside the insulin pump. The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, minor scratched and cracked display window.